Event description:
It was reported that the pt died unexpectedly in his sleep. It was stated that the cause of death was unrelated to the device. The medications being delivered via the device system were baclofen and morphine sulfate.